Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on jul 31, 2017 under authorization number e19974033 for manufacturer abbott under registration number (B)(4). Analysis was normal. No anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on jul 31, 2017 under authorization number e19974033 for manufacturer abbott under registration number (B)(4). It was reported that the patient presented in hospital with an infection in lower extremity. There was no known allegation from the physician whether the infection was caused by the device. There was possible vegetation on the leads. The pulse generator and the leads were explanted due to the infection. The patient was administered antibiotics. The patient was stable before during and after surgery.